Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a service history review, instrument log review, a search for similar complaints, and a review of labeling. A service history review for this instrument revealed no subsequent complaints of discrepant results being reported. A review of the instrument logs revealed the normal ranges (gender and age specific) and/or extreme ranges were not configured. The extreme range is defined by the customer. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect c4000 analyzer, list number 02p24, was identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed a falsely elevated creatinine result while using the architect c4000 analyzer. The customer provided the following results for one patient: (B)(6) 2015, (B)(4): an initial result of 310.5 mmol/l (converted 3.51 mg/dl). The (B)(6) 2015: a new specimen was drawn, generating a result of 70 mmol/l (converted value 0.79 mg/dl). (B)(6) 2015: the initial specimen was retested, generating a result of 68 mmol/l (converted value 0.77 mg/dl). There was no adverse impact to patient management reported.